Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that there was a problem recording and reviewing cine sequences. There is no report of death or serious injury associated with the complaint.